Event description:
Patient pocket infection. Pt had an infection in the pocket. Dr lexie vaughn took her to the or yesterday in hopes clearing the infection with meds prior to surgery. However, it was still infected, so she removed the stimulator and both leads.

Manufacturer narrative:
Patient presented with infection in the pocket and had system explanted. Explanted devices were disposed of onsite therefore no analysis possible. No further action to be taken.